Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The problem (failed a pulse test) was confirmed. Upon investigation, the monitor failed a pulse test at the distributor, but passed the test at zoll manufacturing corporation. The cause for the intermittent failure was isolated to contamination inside of the monitor on j600, u1004, u1005, u201, j502, j1000, and j1002aa. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed a pulse test.